Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse called in to report for the customer of a hospitalization for low blood glucose levels. The customer was found alone at home and unresponsive. The customer's blood glucose level was 30 mg/dl at the time of incident, but was 201 mg/dl at the time of call. The customer treated with glucose tablets. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was hypoglycemia. It is unknown how the customer was treated. The customer was attempted to be reached, however the customer refused to talk to the help line. Nothing was replaced or returned.